Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump showed that no cassette was attached and the cassette was not emptied as it should have. Patient reported being extremely tired. No patient injury reported.

Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted.